Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma. There are plans to reimplant the patient; however, this has not occurred as of the date of this report, may 4th, 2015.